Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer providing coverage. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively and the explanted ipg will not be returned.